Manufacturer narrative:
Inspection of the device found that the white capacitor wire had become unseated, causing no defibrillation energy delivered and also caused the non-critical issue. The gap in the wire connector was measured and found to be 35 mils, which is out of the allowed tolerance of 25 +/- 4 mils. The root cause of both the issues was determined to be an out of spec capacitor connector on the pcb. Physio-control archived the device.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. It was reported that the device was sent back to stryker parts analysis center and on march 10, 2020, the device was found to be unable to deliver a shock during testing. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and reported it was unable to deliver a shock during testing. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. It was reported that the device was sent back to stryker parts analysis center and on (B)(6) 2020, the device was found to be unable to deliver a shock during testing. There was no report of patient use associated with the reported event.